Event description:
Caller reported a pump malfunction and had previously reset the pump due to a separate issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.